Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was 582 mg/dl. Troubleshooting was done. The customer experienced nausea as a symptom of her high blood glucose. It was confirmed that the cause of the hospitalization was diabetic ketoacidosis. The customer stated that the drive support cap appeared normal. The customer performed the high pressure test twice, and no alarms occurred either time. Advised that the insulin pump needed to be replaced. Advised customer to rever to a back-up plan per healthcare provider's instructions until the replacement insulin pump arrived. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.